Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that pump power off without giving low battery alert. The customer¿s blood glucose level was 16mmol/l at the time of the incident. Customer reported that since a week the battery only lasts a couple of hours. Customer tried different kind of batteries from duracell to pharmacy brands and also pump fell out once. The insulin pump will not be returned for analysis.